Event description:
It was reported, the patient experienced inappropriate atp and shocks. Diagnostic imaging was performed and a right ventricular (rv) lead dislodgement was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.